Manufacturer narrative:
With concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial under-sensing on stored electrograms (egms)/episodes. The ra lead r emains in use. No patient complications have been reported as a result of this event.